Manufacturer narrative:
Additional information was received from a healthcare professional within the quality and risk department at the reporting facility: the customer reported there was a suspected air embolism in the patient. The patient was put on oxygen and monitored. The patient had no further issues and the catheter is still in use. The sample was not returned for evaluation; therefore a comprehensive failure investigation could not be performed and no probable cause be could be identified. A device history record review revealed no discrepancies that may have contributed to the incident. If the sample is returned in the future, this complaint will be re-opened for further investigation. The design failure mode and effects analysis (dfmea) was reviewed for possible root cause. Possible root cause could be, catheter damaged as a result of sharps usage or catheter component broken or cracked. Manufacturing performed 100% inspection for cracked adapters per procedure. No trends or triggers have been found. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and t rending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states there was a suspected air embolism in the patient. The patient was put on oxygen and monitored. There was no issues noticed with the catheter and the catheter was not removed.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states there was a suspected air embolism in the patient. The patient was put on oxygen and monitored. There was no issues noticed with the catheter and the catheter was not removed.